Manufacturer narrative:
(B)(4). The gladius mg 14 pv es guide wire was returned for evaluation. The returned guide wire was bent at approximately 10mm from the tip. Peeling of the polymer jacket exposing the core shaft was confirmed at approximately 32-43mm from the tip. The end of the peeled polymer jacket was oblique and likely scraped by something hard object; the peeled polymer jacket was pushed distally and formed pleats. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that contacting the metal tip of the concomitant microcatheter had most likely contributed to the observed peeling of the polymer jacket. The metal tip would contact and scrape the wire surface likely due to tortuous anatomy of the vessel during delivery of the microcatheter or manipulating the guide wire. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, potentiality could not be completely ruled out that some fragments of the polymer jacket might be left in the vessel. The warnings section of the instructions for use (IFU) states: do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.]

Event description:
It was reported that the polymer jacket of an asahi gladius mg14 pv es guide wire peeled off during a ppi to treat a cto in the left iliac artery. The guide wire was advanced with an asahi corsair armet catheter via the right femoral artery. The physician noted deterioration of the wire movement in the vessel and removed it from the patient when the polymer jacket was found peeled. A new guide wire was replaced to resume the procedure. The blood flow was successfully reestablished by stent deployment. The patient was fine without problem and there were no adverse patient effects associated with this event.